Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 7 on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and a system error 2240 had occurred. The tsr explained the alarm. The home patient (hp) did not disconnect, no open lines and no leaks. The tsr assisted the hp to retrieve the cassette and advised to let the peritoneal dialysis registered nurse (pdrn) know about the alarm. During troubleshooting a clamp was found to be open. The peritoneal dialysis registered nurse (pdrn) contacted product surveillance (ps) on (B)(4) 2012, regarding the system error 2240. The pdrn left a message stating she was not aware of the alarm, but stated the hp was doing fine with therapy on the cycler. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.